Event description:
It was reported that foreign material was observed. A gateway plus y-adapter was selected for use in an unspecified treatment procedure. Prior to use with other devices, foreign material was identified inside the y-adapter. The procedure was completed with another of the same device. No patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: examination of the returned device revealed there was matter attached to the black haemostasis seal on the inner diameter of the y-adaptor below the thumbscrew. Dried saline/contrast media was also noted underneath the haemostasis seal of the y-adaptor. The unit was immersed in warm water and the matter attached to the unit dissolved. It is most probable this matter was dried saline/contrast media that had solidified on the haemostasis seal. It is possible this unit was prepared with saline/contrast media in advance of the procedure causing it to become dry and crystalline. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that foreign material was observed. A gateway plus y-adapter was selected for use in an unspecified treatment procedure. Prior to use with other devices, foreign material was identified inside the y-adapter. The procedure was completed with another of the same device. No patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).